Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic surgery the tip of three different implants broke off. The broken pieces were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with an ar-5028c-09. It was not necessary to switch the surgical technique or do a second surgery. 17-may-2023 update dw further information were provided that the surgeon used all the reported implants during one surgery and therefore extended the drill hole to 9mm. It was further reported that a part of the last implant which was used to finish the surgery broke off as well. However the surgeon was satisfied with the fixation and therefore finished the surgery with the damaged implant.

Manufacturer narrative:
Additional information: h6 the complaint was confirmed. An ar-1380c biocomposite interference screw 7 x 23mm was returned for investigation.  Visual evaluation found that the screw was broken off and the geometry of the screw was damaged. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is user error in applying excessive force. Per dfu-0111: surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.